Event description:
The patient reported: when I put on my top aligner, it's very tight on my gums, causing them to turn white and bleed a little. I even filed it down quite a lot with the file, and it is still doing the same thing. Update (B)(6) 2024: I have blanching. I either want a new set of aligners that will not cause gum recession, or I want a refund. I spoke to my dentist, who said that wearing these aligners is dangerous for my gums and could cause serious problems in the future.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6) 2021 through (B)(6) 2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.